Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree intravenous (IV) catheter extension set was unable to be flushed, indicative of a no flow incident. Patient involvement and whether the patient was connected to the IV line at the time of this event were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient¿s exact age was unknown; however, the patient was reported to be an infant. Clarification was received that the event occurred during patient infusion. After the patient was transferred into a transport isolette, the nurse noticed a small kink in the tubing. The nurse repositioned the set, and infusion was continued without further issues. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.